Event description:
It was reported that following a fall, the patient complained of chest pain, and investigation revealed a moderate pericardial effusion near the device implant site. The effusion was drained, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.